Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/01/2023. An investigation was conducted on 06/06/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the power supply. An electrical evaluation was conducted. A reference power cord was attached to the power supply and the device was switched on. The green light was observed to indicate that there was power to the device. There was no crackling or noise observed during the electrical testing. Based on the returned condition of the device as well as the evaluation results, the reported failure "noise" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the pa who went to test the activation level of the t.w. Power supply upon closing the jaws heard a crackling type of noise being emitted from the power supply box. At this point, the pa had the circulating nurse get the other tw power supply they have in the cvor to use instead. There was no harm to the patient or procedural delay as a result of this incident.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.